Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive touchscreen was confirmed. Ventec recalibrated the touchscreen which resolved the reported issue. After completing other, unrelated, repairs proper device operation was then confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that its lcd touchscreen was unresponsive. There was no patient involvement associated with the reported event.